Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue of air flows back into the side port occurred. After 10 minutes since the sheath was used, when the pentaray catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, micro air occurred. It was flushed but the bubbles could not be removed. The issue was resolved by changing the sheath. The procedure was completed without patient's consequence. Air was not introduced into the patient and the physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient did not exhibited any neurological symptoms since the procedure was completed. The issue was assessed as a MDR reportable malfunction for air flows back into the side port.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 4/26/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue of air flows back into the side port occurred. After 10 minutes since the sheath was used, when the pentaray catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, micro air occurred. It was flushed but the bubbles could not be removed. The issue was resolved by changing the sheath. The procedure was completed without patient's consequence. Air was not introduced into the patient and the physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient did not exhibited any neurological symptoms since the procedure was completed. The device evaluation was completed on 5/19/2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damaged was observed on the vizigo sheath. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the instructions for use: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).